Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore excluder aaa endoprosthesis instruction for use (IFU), the potential adverse events with the use of device may include but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. At the end of the procedure, the final angiography confirmed a type ii endoleak which was left to be monitored. Also, an unknown type of endoleak at the proximal end of the implanted devices was observed. Since this endoleak was not communicating with aneurysm sac, it was also left to be monitored without further treatment. The patient tolerated the procedure. On an unknown date, a follow-up exam confirmed a significant type ii endoleak. Also, a proximal type I endoleak was suspected. Reportedly, both endoleaks were considered the same ones that had been confirmed during the initial procedure. On (B)(6) 2024, a reintervention was performed to treat endoleaks. For the suspected type I endoleak, an aortic extender endoprosthesis was implanted. For the type ii endoleak, a coil-embolization was performed. The patient tolerated the procedure.